Event description:
A mentor memorygel breast implant 550cc gel breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a gel breast prosthesis is characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
Device evaluation summary: according to the information received, a device was received in the product evaluation lab received with no complaint information attached and could not be associated with an existing complaint. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: reason for explant currently unknown. Manufacturer¿s reference number: (B)(4).